Event description:
The user reported that contamination was found in the fluid path after a contrast injection. No harm or injury to the patient was reported.

Manufacturer narrative:
Device eval. One device was returned for eval. The device was visually inspected and a foreign object was found in the fluid path. The complaint was confirmed. The origin of the foreign object was not determined. No root cause was determined. Since the lot number was not provided, the device history record and complaint database could not be reviewed.